Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A surgeon reported that seven weeks after an intraocular lens (iol) implant surgery performed to the right eye (od), the patient experienced diplopia, an unexpected refractive outcome of -2 or -3, and could not see into the distance very well. In surgeon's opinion, the bad vision was a result of the fibrosis and a yag-capsulotomy surgery was performed. However, no significant improvements were observed after the additional procedure. Additional information has been requested.